Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, white calcification-like particles in device outer surface, encapsulation, and one curved opening. Leak test and microscopic analysis were performed which identified a striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a striated opening assessed as surgical damage. Additional, changed, and/or corrected data.